Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. The downstream occlusion alarm was confirmed and found to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.